Event description:
Technician reports a system 100 hemodialysis device experienced a spontaneous dialysate proportioning ratio change during the device set up before a pt was on the device. There was no pt injury or medical intervention associated with this incident per technician. The device gave a high conductivity alarm and it was determined that the dialysate proportioning ratio change occurred.